Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that error 46011 during pre-test. The reported complaint is replicated during powering the device. Unit alarm 46011 with a red screen. The probable cause is main board. Review of event log found reported complaint replicated. Review of service history found no service within the last 12 months. The probable cause is main board.

Event description:
It was reported that error 46011 during pre-test. There was no patient involvement and harm.